Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the returned device condition indicates a successful suture retrieval. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of tissue injury (vascular injury) is listed in the prostyle instructions for use (IFU), revision a, adverse events, as a potential adverse event associated with vessel closure devices. A conclusive cause for the reported event could not be determined based on the returned device condition as the reported needle to cuff miss was not confirmed. The reported patient effect of tissue damage (vascular injury) is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the four additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the minimally calcified right common femoral artery using five prostyle devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff misses [suture retrieval issue] occurred with all five prostyle devices. The sheath was upsized to a 16f sheath and the aaa procedure completed. A cutdown was performed. Surgical suturing and a vascular patch were used to address the vessel damage and ultimately achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.